Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and confirmed customer complaint. Based on visual inspection, testing concluded that the sensor wire for sn (B)(4) is detached from the sensor pod and housing puck. The reported event of detached/missing sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a detached sensor wire allegedly retained in the patient's skin. The sensor was inserted at the abdomen on (B)(6) 2017. Patient's mother reported the insertion occurred as normal, except patient cried and complained of pain more than usual. No readings were detected, and the sensor failed at the two (2) hour warm-up. Patient then went to bed and patient's mother removed the sensor in the morning. When patient's mother removed the sensor, she didn't see the sensor wire. Patient complained of pain at the insertion site. An x-ray exam on (B)(6) 2017 confirmed the retained sensor wire. The sensor wire was surgically removed on (B)(6) 2017. At the time of contact, patient is okay. No additional event or patient information is available. An x-ray was provided. The reported retained sensor wire was displayed in the x-ray. The root cause could not be determined.